Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 laser fiber was returned broken into two pieces. The first piece measured approximately 94.1 cm from the top of the connector to the break. The second piece measured approximately 218.6 cm from the break and includes the distal tip. Exposed glass portion of the distal tip measured approximately 2.5 mm and was consistent with a fracture. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the laser fiber was not returned. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device e history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
A flexiva 200 laser fiber was investigated by boston scientific corporation on july 31, 2019. Per results of the investigation, the laser fiber was returned broken into two pieces with the tip detached.